Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 120 mg/dl at the time of the incident. Customer also got another this alarm during self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Hardware low level failures, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold/cracked solder joint at pin 1 of the ambient light sensor. The audio tone/vibrate feature on the pump functioned properly during testing. No audio/vibrate anomaly noted during testing.